Event description:
Information was received that a smiths medical uffed flex d.i.c® tracheostomy tube inner cannula was unable to remove inspection with the use of the bronchoscope showed that the cannula was kinked. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one used and decontaminated, cuffed, flexible d.i.c., tracheostomy tube, size 7.0mm. No original packaging was present. The customer stated the product to be: 505070, however the lot number was not provided. Note: the original inner cannula and/or replacement inner cannula were not returned with the sample for investigation. Visual inspection of the tracheostomy tube revealed that the cuff of the tracheostomy was completely deflated. It also revealed the presence of a hole in the cuff material. The hole appeared to be irregular in shape, as if torn (not a straight cut). The cause for the hole could not be determined with any certainty. No kinks were observed on any feature of the returned sample. The inside diameter of the trach tube was measured, results: the returned sample was found to be within specifications. As functional testing, 5 samples of inner cannula (mp516, lot: 3809539) were obtained from stock, to evaluate the fit between the trach tube and the inner cannula. The sample was tested according to qas\04-004-10, rev-000 (section 10.2, a). Results each of the five inner cannulas (from stock) were inserted, snapped into position (within the collet) and were then removed from the outer tube without issue. No kinking was observed from any aspect of the trach or inner cannula. Because of the hole in the cuff, no further testing could be conducted on the returned sample and without the lot number, no further investigation could be performed. This complaint could not be confirmed with the sample provided by the customer. Problem source is unknown.